Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2317500. Model:sc-2317-50. Serial:(B)(6). Batch:(B)(6).

Event description:
It was reported that patient was not receiving adequate coverage, as the lead had migrated. The patient underwent spinal cord stimulator (scs) lead replacement procedure. During the procedure, the implantable pulse generator (ipg) in operation room setting was reading communication failed repeatedly. The physician opted to replace the ipg and was doing well postoperatively. The explanted product will not be returned due to hospital policy.